Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer&#38112;blood glucose level was 337 mg/dl and it was addressed with a bolus. Troubleshooting did not occur with tandem&#38112;technical support as the customer changed out the infusion set. The customer was confident that the infusion set was the cause of the occlusion.